Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: perforation requiring intervention. Onset of adverse event: during the procedure. It was reported that during the direct stenting procedure in the highly calcified mid-ramus lesion, the xience v stent delivery system (sds) was positioned in the lesion and the balloon was inflated to 20 atmosphere, above rated burst pressure (rbp). The indeflator showed a pressure loss, which suggests that there was a balloon rupture. Contrast in the vessel revealed a vessel perforation beneath the stent. The sds was removed and a voyager balloon was advanced and inflated for "a couple of minutes" sealing the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). No pre-dilatation and inflated above rbp. Evaluation summary: reportedly, no pre-dilatation was performed. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Balloon ruptures can be affects by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, interaction with accessory devices, lesion calcification and tortuosity, or insufficient preparation prior to use. The ensure this type of damage is not a result of a manufacturing deficiency, all stent delivery systems (sds) are 100% leak tested on line and a sampling of units are rupture tested prior to release. In this case, it is likely that interaction with the calcified lesion and the inflation above rated burst pressure (rbp) contributed to the reported balloon rupture. It should be noted that the IFU states: do not exceed the labeled rated burst pressure. Additionally, as a result, a perforation occurred. It should be noted that the IFU lists perforation as a known procedural risk associated with coronary stenting procedures. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, the reported balloon rupture and perforation appear to be related to the circumstances of the procedure.